Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set leaked, further described as "filter leaking and possible leak at y-site". Additionally, the filter would not purge. This was observed during patient infusion via a central line in the nicu. There was no report of patient injury or medical intervention associated with this event. No additional information is available.